Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the device was explanted for normal battery depletion. The device was returned for analysis. There were no adverse pt effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable pacemaker stored a ventricular tachycardia (vt) event. A request was made to have technical services (ts) review the event. Ts discussed possible bigeminy premature ventricular contractions (pvc's) and loss of capture, as the atrial pace (ap) ventricular sense (vs) time was longer than the patient's normal ap vs conduction time. Ts suggested testing the patient at higher rates to see if the rhythm recurs, and to determine what the rhythm was. Additional information was provided that the clinic was unable to reproduce the same rhythm when the rate was sped up. It was noted that the patient would be checked again in approximately three months. No adverse patient effects were reported.